Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, the liner was delaminated. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case sheath delamination was confirmed based on evaluation of the returned device. Available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) likely contributed to the event. In this case, a balloon rupture was reported, resulting in altered profile. Additionally, it was reported that ''they were able to get the nosecone inside the sheath, but there was a lot of resistance, and it was obvious that the balloon was balling up, and the distal tip of the sheath was expanding''. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon) can lead to the system to catch onto the sheath liner. The operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra valve, a balloon rupture occurred after the valve was fully deployed and the balloon was up for about 3 seconds. Blood was seen in the syringe. The medical team tried to pull the balloon back into the sheath on the ipsilateral side. They were able to get the nosecone inside the sheath, but there was a lot of resistance, and it was obvious that the balloon was balling up, and the distal tip of the sheath was expanding, so the medical team left the balloon and nose cone just inside the tip of the sheath. The team decided that a cut down was going to be necessary with a surgical removal of the commander and sheath. Before cutting down, they placed an 8mm peripheral balloon into the right external iliac with a contralateral left femoral artery approach. They inflated the balloon under fluoroscopy to get occlusion. Then they proceeded with a surgical cut down to remove the sheath and commander under direct visualization. They repaired the common femoral artery (cfa), and the patient left the room in stable condition. The end of the sheath was deformed and expanded. There was a horizontal tear in the balloon, and the distal end of the balloon deformed into a large ball. The patient's right cfa was injured, requiring a surgical repair. The perceived root cause of the event was that a piece of calcium likely ruptured the balloon during deployment. During withdrawal, the device was getting caught at the distal tip. The delivery system was coaxially aligned upon re-entry into the distal end of the sheath. The flex tip was at the triple marker, and the delivery system was completely unflexed during withdrawal. After removal, the sheath was wrinkled up at the end and beginning to split. No other edwards devices were damaged during the case. Per review of a provided image, the distal end of liner appeared to be fully delaminated and bunched, and no distal tip split was observed.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case. Please reference related manufacturer report 2015691-2025-07963. Related report number is provided in h11 as h10 field is not currently submitting properly.

Manufacturer narrative:
Added related report number to h10. Updated b4, g3, g6, and h2.